Manufacturer narrative:
Corrected data: : if implanted, give date: in the initial report, the implant date (B)(6) 2016) was entered. Clarification on the date was provided and it was learned the actual date of implant for the right eye (od) was (B)(6) 2017. This follow up has the correct date of implant. Additional information: device evaluation: the product testing was not performed as the complaint device was not returned for analysis (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct300 15.0 diopter intraocular lens (iol) was noticed rotated at the six month follow up visit with the doctor on (B)(6) 2017. The lens rotated from 100 degrees to 115 degrees post-operatively, which was a 15 degree change. The patient complained of moderate blurred vision at all distances. Reportedly, the patient complaint does not significantly interfere with activities of daily life. There was no patient complications or injury. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.